Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, around 50-75% of the shell is missing, underweight. A microscopic analysis was performed which identified: wear abrasion, broken shell with sharp edge on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening. Missing shell that is assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. (B)(6).

Event description:
Healthcare professional reported right side rupture. The device has been explanted.